Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00108: driver.

Event description:
During routine removal of an aculoc 2 plate and screws, a driver tip broke off in the head of one of the screws. The driver tip could not be removed so the screw with the driver tip was left implanted.